Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer primed the tubing to resolve the issue. Customer's blood glucose (bg) was 270mg/dl. Subsequently, the customer overestimated the amount of insulin needed, and delivered a bolus with the pump and administered a manual injection which lowered the customer¿s bg to 47mg/dl. The customer consumed carbohydrates to address low bg. Recommendation was made to consult with health care provider regarding diabetes management.